Manufacturer narrative:
Product event summary - the full lead was returned and analyzed and no anomalies were found. The tines/lobes of the lead became extrinsically distorted. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947, implantable defibrillation lead, (B)(6) 2001; 5076, implantable pacing lead, (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient had intermittent diaphragmatic stimulation. Reprogramming did not eliminate the issue and the lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.